Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] , arrhythmia [arrhythmia] , joint pain [joint pain] , muscle pain [muscle pain] , tendon pain [tendon pain] , muscle stiffness [muscle stiffness, back pain [back pain] , neck pain [neck pain] , chronic fatigue [chronic fatigue] , sleep disturbances [sleep disturbance] , loss of libido [loss of libido] , oedema of the hands, ankles and fee [oedema extremities] , headaches [headache] , tinnitus [tinnitus] , sinusitis [sinusitis] , dizziness [dizziness] , feeling of drunkenness [drunkenness feeling of] , gingivitis [gingivitis] , bloating/abdominal swelling [bloating] , impaired balance [balance impaired nos] , speech disorder [speech disorder], numbness of limbs [numbness of limbs] , burning sensations in the body [burning sensation] , fibromyalgia-like pain [musculoskeletal pain] , calcium deficiencies [calcium deficiency] , deficiencies magnesium [magnesium deficiency] , pain making walking difficult [difficulty in walking] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4). On 24-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015 she experienced arrhythmia ("arrhythmia"). In (B)(6) 2016 she experienced arthralgia ("joint pain"), myalgia ("muscle pain") and tendon pain ("tendon pain"). In (B)(6) 2022 she experienced gait disturbance ("pain making walking difficult"). In (B)(6) 2024 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2024. On unknown date she experienced musculoskeletal stiffness ("muscle stiffness"), back pain ("back pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances"), loss of libido ("loss of libido"), oedema peripheral ("oedema of the hands, ankles and fee"), headache ("headaches"), tinnitus ("tinnitus"), sinusitis ("sinusitis"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), gingivitis ("gingivitis"), abdominal distension ("bloating/abdominal swelling"), balance disorder ("impaired balance"), speech disorder ("speech disorder"), hypoaesthesia ("numbness of limbs"), burning sensation ("burning sensations in the body"), musculoskeletal pain ("fibromyalgia-like pain"), calcium deficiency ("calcium deficiencies") and magnesium deficiency ("deficiencies magnesium"). The patient was treated with surgery (to remove essure). In (B)(6) 2025, oedema peripheral, hypoaesthesia and burning sensation had resolved. At the time of the report, the fatigue was resolving. The outcomes for pelvic pain, arrhythmia, arthralgia, myalgia, tendon pain, musculoskeletal stiffness, back pain, neck pain, sleep disorder, loss of libido, headache, tinnitus, sinusitis, dizziness, feeling drunk, gingivitis, abdominal distension, balance disorder, speech disorder, musculoskeletal pain, calcium deficiency, magnesium deficiency and gait disturbance were unknown. The reporter considered abdominal distension, arrhythmia, arthralgia, back pain, balance disorder, burning sensation, calcium deficiency, dizziness, fatigue, feeling drunk, gait disturbance, gingivitis, headache, hypoaesthesia, loss of libido, magnesium deficiency, musculoskeletal pain, musculoskeletal stiffness, myalgia, neck pain, oedema peripheral, pelvic pain, sinusitis, sleep disorder, speech disorder, tendon pain and tinnitus to be related to essure administration. The reporter commented: arrhythmia starting in (B)(6) 2015; joint, muscle and tendon pain starting in (B)(6) 2016; then, over time, onset of muscle stiffness; back and neck pain; chronic fatigue; sleep disturbances; loss of libido; oedema of the hands, ankles and feet; headaches; tinnitus; sinusitis; dizziness; feeling of drunkenness; gingivitis; abdominal swelling; bloating; impaired balance; speech disorder; numbness of limbs; burning sensations in the body; fibromyalgia-like pain; deficiencies (calcium, magnesium). Multiplication and amplification of symptoms since (B)(6) 2020. Pain making walking difficult since (B)(6) 2022. Pelvic pain occurred in (B)(6) 2024 and led to the diagnosis being directed towards the essure implants after years without any diagnosis. Patient¿s current status: one month after removal of the essure implants, disappearance of oedema in the hands, ankles and feet; disappearance of burning sensations in the body; disappearance of numbness in limbs; improvement in fatigue, pain and headaches (to be confirmed upon resumption of professional activity and over time). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] arrhythmia [arrhythmia] joint pain [joint pain] muscle pain [muscle pain] tendon pain [tendon pain] muscle stiffness [muscle stiffness] back pain [back pain] neck pain [neck pain] chronic fatigue [chronic fatigue] sleep disturbances [sleep disturbance] loss of libido [loss of libido] oedema of the hands, ankles and fee [oedema extremities] headaches [headache] tinnitus [tinnitus] sinusitis [sinusitis] dizziness [dizziness] feeling of drunkenness [drunkenness feeling of] gingivitis [gingivitis] bloating/abdominal swelling [bloating] impaired balance [balance impaired nos] speech disorder [speech disorder] numbness of limbs [numbness of limbs] burning sensations in the body [burning sensation] fibromyalgia-like pain [musculoskeletal pain] calcium deficiencies [calcium deficiency] deficiencies magnesium [magnesium deficiency] pain making walking difficult [difficulty in walking]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-jan-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. In 2015 she experienced arrhythmia ("arrhythmia"). In 2016 she experienced arthralgia ("joint pain"), myalgia ("muscle pain") and tendon pain ("tendon pain"). In 2022 she experienced gait disturbance ("pain making walking difficult"). In (B)(6) 2024 she experienced pelvic pain (seriousness criterion intervention required). On unknown date she experienced musculoskeletal stiffness ("muscle stiffness"), back pain ("back pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances"), loss of libido ("loss of libido"), oedema peripheral ("oedema of the hands, ankles and fee"), headache ("headaches"), tinnitus ("tinnitus"), sinusitis ("sinusitis"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), gingivitis ("gingivitis"), abdominal distension ("bloating/abdominal swelling"), balance disorder ("impaired balance"), speech disorder ("speech disorder"), hypoaesthesia ("numbness of limbs"), burning sensation ("burning sensations in the body"), musculoskeletal pain ("fibromyalgia-like pain"), calcium deficiency ("calcium deficiencies") and magnesium deficiency ("deficiencies magnesium"). Essure was removed on (B)(6)2024. The patient was treated with surgery (to remove essure). In (B)(6) 2025, oedema peripheral, hypoaesthesia and burning sensation had resolved. At the time of the report, the fatigue was resolving. The outcomes for pelvic pain, arrhythmia, arthralgia, myalgia, tendon pain, musculoskeletal stiffness, back pain, neck pain, sleep disorder, loss of libido, headache, tinnitus, sinusitis, dizziness, feeling drunk, gingivitis, abdominal distension, balance disorder, speech disorder, musculoskeletal pain, calcium deficiency, magnesium deficiency and gait disturbance were unknown. The reporter considered abdominal distension, arrhythmia, arthralgia, back pain, balance disorder, burning sensation, calcium deficiency, dizziness, fatigue, feeling drunk, gait disturbance, gingivitis, headache, hypoaesthesia, loss of libido, magnesium deficiency, musculoskeletal pain, musculoskeletal stiffness, myalgia, neck pain, oedema peripheral, pelvic pain, sinusitis, sleep disorder, speech disorder, tendon pain and tinnitus to be related to essure administration. The reporter commented: arrhythmia starting in 2015; joint, muscle and tendon pain starting in 2016; then, over time, onset of muscle stiffness; back and neck pain; chronic fatigue; sleep disturbances; loss of libido; oedema of the hands, ankles and feet; headaches; tinnitus; sinusitis; dizziness; feeling of drunkenness; gingivitis; abdominal swelling; bloating; impaired balance; speech disorder. Numbness of limbs; burning sensations in the body; fibromyalgia-like pain; deficiencies (calcium, magnesium). Multiplication and amplification of symptoms since 2020. Pain making walking difficult since 2022. Pelvic pain occurred in (B)(6) 2024 and led to the diagnosis being directed towards the essure implants after years without any diagnosis. Patient¿s current status: one month after removal of the essure implants, disappearance of oedema in the hands, ankles and feet; disappearance of burning sensations in the body; disappearance of numbness in limbs; improvement in fatigue, pain and headaches (to be confirmed upon resumption of professional activity and over time). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.